Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred. A pulsed field ablation (pfa) procedure was completed successfully with a farawave pulsed field ablation catheter, the patient was discharged the same day. However, the patient then arrived to the hospital with an ischemic stroke where clot was from brain. Intubation was required due to agitation, the patient had a severe chronic obstructive pulmonary disease (copd) and passed away from the complications due to intubation. The use of the farawave catheter to perform ablation on the posterior wall is considered an off-label use. The device will not be returned for analysis as it was disposed.